Event description:
Pt suffered a code arrest from hypoxia as a result of the endotracheal tube being severely kinked above the cuff and unable to deliver volume. The pt had been found pulseless upon arrival to the emergency dept. CPR was initiated and the pt was intubated at that time. Approx 5 hrs later, a leak was heard from the endotracheal tube and the pt was noticeably grasping for breath. During efforts to change the tube the pt went into full cardiac arrest and CPR was initiated. Efforts to change the tube and to revive the pt were successful. FDA safety report ID# (B)(4).